Event description:
It has been reported to philips that the boom covers for the shield are cracked and have fallen off. No additional information reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint.it was reported that the boom cover was cracked. Case owner confirmed that this is a third-party product and the equipment is not a philips part. No subsequent calls have been logged in philips for this device/issue, therefore no further action could be performed by philips. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction with the system, which caused the reported problem. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.